Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, upon insertion of the stylet into the lead the stylet got stuck and was unable to feed in anymore. Physician pulled the stylet and tried again. The physician pulled the lead out of the patient and tried another stylet outside the body and the stylet did feed through. Lead was placed in the patient¿s body the lead and stylet did not go through all the way. Lead was unable to be implanted and the issue is unknown if it is due to the stylet or the lead. The physician tried a new lead and was successful. Patient was stable.

Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed in the laboratory. Analysis was normal. No anomalies were found.